Event description:
As reported from the triscend ii clinical study, approximately 4 years and 4 days post transcatheter tricuspid valve replacement (ttvr) procedure using a 29mm sapien 3 valve in an evoque valve, the transthoracic echocardiogram (tte) shows an ejection fraction of 56%, with a mild depression in the right ventricle (rv). The biotv indicates moderate tricuspid regurgitation and a mild paravalvular leak. The next steps include repeating the CT valve and scheduling the transesophageal echocardiogram (tee), while considering options for addressing the paravalvular leak and the valve-in-valve-in-valve (v-I-v-IV) procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Tricuspid valve replacement using the sapien 3 thv with commander delivery system is not an indicated use at the time of implantation. The reported events were confirmed based on the information provided from the clinical trial. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was implanted in the tricuspid position within an evoque thv. Therefore, this was an off-label operation. As reported, "approximately 4 years and 4 days post ttvr procedure using a 29mm sapien 3 valve in an evoque valve. The biotv indicates moderate tricuspid regurgitation and a mild paravalvular leak. Per report, prior to final release the evoque valve was in an inadequate position for deployment, and upon final release, the valve was mal-deployed in the anterior/lateral. After discussion amongst the physician and faculty, a sapien 3 (29mm) was deployed within the evoque inner frame (valve-in-valve) to correct the mal-deployment." Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, limited information was provided; therefore, the root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.